Manufacturer narrative:
On 29-nov-2024, the date of manufacture was received. As such, field h4. Device manufacture date has been populated. Additionally, the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and a map shift occurred. It was reported that a map shift was noticed before pulsed field ablation (pfa) energy was applied. The caller stated that no errors were displayed on the carto 3 system. There was no cardioversion and no patient movement. The patch unit was reseated to the patient interface unit (piu) without resolution. The patient's neck was moved but the issue persisted. The procedure continued using the current map. The caller stated that after the case, they remapped and the map shift was noticeable on the carto 3 system. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device evaluation details: the carto 3 manufacturer investigated the issue based on the digital study data. It was found that the reported map shift was caused due to mapping with metal interference (high metal values) which were indicated by related error messages on the screen. According to carto 3 instructions for use, metal interference might affect location accuracy. Therefore, the issue is defined as user related. The history of customer complaints reported during the last year associated with carto 3 system # (B)(6) was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system # (B)(6), and no internal action related to the reported complaint condition were identified. Note: for field d4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).